Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the impella cp required repositioning as it was noted to have been pushed under the papillary muscle and was unable to be freed. The physician opted to explant the impella. Closure was successful utilizing the preclose with perclose proglide x2 method. The patient survived and received post-case support.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.